Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable thresholds, a loss of capture, high impedances, as well as over and undersensing of noise. Additionally, the device experienced premature battery depletion. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.